Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer experienced a high blood glucose reading of 450 mg/dl. Caller stated he has smelled insulin on occasion. Caller alleges some insulin leakage but customer has not experienced wetness at the site. No adverse event reported. Requested return of the alleged device for evaluation.